Event description:
It was reported that pump experienced malfunction with recurring malfunction alarm despite reset attempts. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, switch to multiple daily injections as backup therapy, place pump into storage mode, and return problematic pump within specified timeframe, while technical support confirmed warranty and shipping details and arranged shipment of replacement pump.